Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during a diagnostic bronchoscopy, the scope was used on a patient with a suspected tuberculosis infection, and the image was distorted and bluish. There were no reports of patient harm.